Event description:
Additional information received from a healthcare provider (hcp) via clinical study indicated the event outcome had resolved without sequelae on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 7.5 mg/ml at 4.4002 mg/day and bupivacaine 30.0 mg/ml at 17.601 mg/day via an implantable pump. The indication for use was on (B)(6) 2015; the patient reported urinary retention. The etiology was indicated as related to the device or therapy, possibly related to the intrathecal medication specifically bupivacaine and not related to the implant procedure. The drug action that caused the event no change in drug. The patient was administered urecholine on (B)(6) 2015. The outcome was reported as ongoing.